Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. The root cause of the event could not be determined as the mating components were not returned.

Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2014. During the procedure, the plate would not disengage from the impactor and was removed when the impactor was retracted. Subsequently, surgeon removed the rubber ringer at the end of the impactor and the plate was successfully impacted. Additionally while inserting the stem, the inserter would not disengage from the implant. The stem and inserter were removed and separated with a hammer. A smaller stem and the initial inserter were utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05895 / 05896).